Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event with seizure while sleeping, ems was called, and blood glucose was 60 mg/dl; ems treated with glucagon and oral glucose, and no hospital admission occurred. Symptoms included hypoglycemia and convulsion/seizure. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included interviews and analysis of information provided by the patient¿s caregiver and third parties. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.